Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm. Customer was able to clear and rewind post reset ram crc alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was passed the displacement test, self-test, sleep current measurement, active current measurement and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus. No pump error 23 alarms noted during test. Pump error 23 was noted in pump downloaded history on (B)(6) 2022 at 08:13:21.000. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Pump error 54 in pump downloaded history on (B)(6) 2022 at time 08:11:03.000 with line number = 2266 and file number = 0 esf#= esf3186304 due to software error. Pump error 49 was notes in pump downloaded history on 01/27/2022 at 08:13:01.000. The following were noted during visual inspection: pillowing keypad overlay and missing serial number label. Pump error 54 confirmed due to a software anomaly (esf# = esf3186304). Pump error 23 and 49 confirmed from pump error 54. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.